Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had damaged. Customer's blood glucose was unknown at the time of incident. Customer also stated that the ring around the top of the reservoir compartment was coming loose. Product will not return for analysis.